Event description:
It was reported that a versacross connect was selected for use during a watchman flx case to treat a bleeding risk, a pericardial effusion was noted. During the procedure transseptal puncture was first attempted with a versacross connect system (rf wire and dilator) however it was noted that there was difficulty reaching the septum and achieving a successful tent on the septum. Multiple attempts were required to track up / drop down into position on septum. Thus, the implanter has removed versacross connect and attempted the transseptal along with a non-boston scientific sheath and a nrg rf needle, which was also unsuccessful. Hence, a third attempt to go transseptal was made, along with a non-boston scientific sheath and the same initial nrg rf needle, and also it was unsuccessful. Consequently, a fourth attempt to go transseptal was made, along with a was with a non-boston scientific sheath and the same original nrg rf needle, and at this time, it was successful. The protrack wire was inserted and after a sweep on transesophageal echocardiogram, and a pericardial effusion was noted. Pericardiocentesis was performed and patient was stable. The exact location of the right-side pericardial effusion is unknown. The pericardial effusion occurred during transseptal puncture, no reason to suspect excessive force being applied during transseptal puncture. It is unknown at what point in the transseptal process the perforation has happened or which devices contributed to the pericardial effusion. The watchman fxd was not yet inserted into the patient when pericardial effusion was noted. The procedure was cancelled, and the patient was under local anesthesia once the procedure was cancelled. The patient was admitted to hospital beyond standard care, however fully recovered and was discharged from hospital.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.